Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that a cut on ultrasonic transducer and missing single component, paste-like, thixotropic adhesive (ke45) on forceps cover were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.